Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device was returned and upon evaluation, the root cause was not duplicated during functional check. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported the vent tidal volumes returning much higher than set. No patient involvement.